Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that in the ed the alarm indicating the change from the infusion rate to the kvo rate was not loud enough for the nurse to hear. Propofol 50mcg/kg/min was infusing at 63 ml/hr. The alarm volume setting was 5 (highest available). The user did not hear the pump alert when the rate changed from 63 ml/hr to kvo at 20 ml/hr. The nurse had stepped out of the room and was 20 feet away giving report to the next nurse. The change to the kvo rate resulted in a sub-therapeutic propofol rate and a subsequent decrease in sedation on a ventilator-dependent patient. The patient woke up and extubated him/herself. The re-intubation was difficult, with o2 saturation in the 20s. Additional unspecified medications were required to return the patient to baseline status and the patient was later transferred to another level of care with no other effects reported.